Manufacturer narrative:
(B)(4). This event occurred sometime in (B)(6) 2017. (B)(6). The device was manufactured april 20, 2017 - april 21, 2017. The device was not returned; however, a photograph was received and evaluated. Visual inspection of the photograph could not identify the reported underinfusion condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that the device had a ¿considerable¿ amount of medication remaining after the expected 46 hours of therapy. The device had been filled with 4800mg fluorouracil in 0.9% sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.